Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Visual and functional testing of the returned product confirmed the product, as received, met specifications. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic prostatectomy procedure, the balloon did not inflate. The procedure was completed with another device. There was no harm to the patient.